Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, the computer was replaced and the system was operational. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. The computer booted normally multiple times during the burn-in testing. There was no failure detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when powering on the system, it would not get past the initial boot screen. The manufacturer representative performed a hard shut down on the system multiple times and the issue persisted. There was no patient present when this issue was identified.